Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. Review of the ventilator diagnostic log verified the ventilator had an air source alarm fault that was followed by a ventilator restart. The manufacturer's service technician was unable to duplicate the reported problem. The ventilator has tested to operating specifications. The service technician is replacing the air valve and flow sensor as a precautionary measure.

Manufacturer narrative:
Air valve; air flow sensor.